Event description:
While on the line with technical support, pt discovered that the device's result display was missing segments. Pt indicated that she had been delivering additional insulin based on the erroneous display. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.